Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the ghost tower storage space was failed. A field service engineer reconfigure or refresh the tower information to resolve this issue. The system functioned as intended after field service engineer troubleshoot the device.

Event description:
It was reported by the customer that a pyxis medstation es system tower door 4 and storage space was failed the customer stated that there was a delay in dispensing workflow. There were no adverse events or injuries reported based on this event.